Event description:
The ICD involved in this MDR was implanted in (B)(6) 2010; no induction test was performed at that time. A ventricular fibrillation induction procedure was scheduled on (B)(6) 2010. Upon each attempt to induce a fibrillation using 30hz pacing, only a very short burst was delivered, no matter what the duration was programmed to (only 3-4 seconds pacing was observed at the most, even when the duration was set to 30 secs). This behavior was observed several times (at least 5 times) always with the same result, and the physician was unable to induce any kind of ventricular tachyarrhythmia. Note that the shock on t-wave induction procedure also failed to induce any arrhythmias.

Manufacturer narrative:
(B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.